Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received from the end user states that he has developed a red itchy rash with little red bumps located mostly under the tape border since trying this product. It is hot where he lives and he has been spending time outside. He reports history of similar rash with other manufacturers product in the past. The end user applied a premium powder and skin gel wipe but there was little improvement. He will try an otc antifungal powder and will call his doctor if there is no improvement. He was instructed to be sure to dry the tape border after a shower and to cut off the border to allow the skin to air when possible. He was instructed to change the system more often if he is out in the heat. The pt's subsequent outcome was not reported.